Manufacturer narrative:
Received one used. List #011-am6136, 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer; lot #unknown. The reported complaint of a leak could not be confirmed. The returned sample was tested and met product specifications. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
A1: patient initials bar gender: m, age: 0, weight: 0,9. No units were give for age or weight. D4, g4: model number is not sold in the us but similar device is sold under model: mc330715. This product was used for the product code and 501k.

Event description:
A complaint was received regarding a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer, that experienced leakage. The following issue was reported by the customer: ¿patient initials bar gender: m, age: 0, weight: 0,9. Date of incident: on (B)(6) 2024 occurred at the (B)(6). The device connected to the central venous line has leaked, although the tubings seems to be properly connected. There were no clinical consequences, there was infection risk and air embolism risk. The device was replaced.¿ there was patient involvement but no adverse event/human harm. The customer requested an evaluation letter. The incident has been reported to ansm - french regulatory agency.